Event description:
It was reported during intra-aortic balloon (iab) therapy, there was a fiber optic sensor failure. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. One kink was found on the catheter tubing approximately 71.4cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 17cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
The complete event site name is (B)(6) medical center. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4). Evaluation in progress.

Event description:
It was reported during intra-aortic balloon (iab) therapy, there was a fiber optic sensor failure. There was no reported injury to the patient.